Manufacturer narrative:
Two lot numbers were provided and lot history reviews were performed. The devices were not returned to the manufacturer for evaluation; however, medical records were provided for both malfunctions. For both malfunctions, the investigation is confirmed for positioning problem and perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicated that model dl900f vena cava filter allegedly experienced patient device interaction problem and positioning problem. This information was received from various sources. This malfunction involved all two patients with no consequences. Two male patients' ages were reported to be between 64 to 68 years. All other patient details were not provided.